Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed image noise and magenta and green color tone could not be determined, however, the issues were likely the result of component failure due to damage to the device charged-coupled device unit (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit a noisy image with a magenta and green color tone. There was no patient involvement, and no harm was reported as a result of the event.